Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2087, awareness date 28-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. On (B)(6) 2010, she became dizzy and lightheaded, lost her balance and fell, shattering her right elbow. She stated that was only the beginning of more feeling like that and falling. She began not feeling well every day, was always nauseous and felt like she could not eat. When she did ate, often she could not hold it down. She had longer, heavier periods, severe fatigue, no energy, phantom pains in her sides, legs, back and joints. She started having muscle spasms that severely made her in constant pain. She became severely depressed, suffered increased anxiety, would have severe mood swings and became suicidal literally overnight. She stated that going to the grocery store was hard because she would get so anxious that she would go into panic modes. She rarely talked to anyone, stopped talking to her friends and was in total isolation. On (B)(6) 2015, the consumer underwent a hysterectomy and began to feel better right away. She stated she was still suffering from having those coils in her body for so long and that essure took so much of her life was she was still trying to recover from its ramifications. Result and assessment of the product technical complaint investigation received on 18-nov-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had longer and heavier periods, and was severely depressed, became suicidal literally overnight. She underwent a hysterectomy approximately 4 and a half years after essure insertion. These events are serious due to medical significance. Longer and heavier periods is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, menses pattern changes may occur. Given the nature of the event longer and heavier periods, and in the lack of an alternative explanation, causality with essure cannot be excluded. Depression is a highly prevalent disorder and its pathogenesis involves genetic, social and psychologic factors. Considering the pathophysiology of the event severely depressed, became suicidal literally overnight, and the local effect of essure in the fallopian tubes, this event was assessed as unrelated to essure. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.